Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent female contraception. On (B)(6) 2015, hsg (hysterosalpingogram) was done and found that both micro-inserts were on the right hand side. One was in the correct position. The other was thought to have migrated from the left ostium into the abdominal cavity; incorrect placement/perforation was reported. According to physician, patient was injured and was hospitalized. Essure perforation questionnaire received from the physician on 13-mar-2015: patient's data were updated, including her age, (B)(6). She had as previous history 2 pregnancies (with 2 live births) and no previous gynecological interventions or c-sections. On (B)(6) 2015 essure was easily inserted under general anesthesia, post-curettage. Patient was not breastfeeding and no abnormal uterine findings were noted prior to insertion. Cervical dilatation and sounding were performed. The visualization of tubal os was easy. The fluid loss was not more than 1500cc and the procedure did not take more than 20 minutes. Patient had no complaints immediately after insertion. On (B)(6) 2015 unilateral left essure perforation was diagnosed by ultrasound, x-ray and hsg (hysterosalpingogram). The perforation was complete and the left essure was found in the right side pelvis. No organ or intra-abdominal structure was perforated and the perforation did not occur before deployment. The right essure was found distal position at fallopian tube. Patient did not have symptoms and the diagnoses were made in a routine check-up. The physician also reported hsg on (B)(6) 2015 confirmed tubal occlusion. Essure will be removed by laparoscopy in the near future and the patient is recovering. Company causality comment this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her control hsg (hysterosalpingogram) showed a left side perforation: microinsert had migrated from the left ostium into the abdominal cavity and the right essure was found distal in tube (regarded as device dislocation). The reported events were considered serious due to medical importance and hospitalization and are listed in the reference safety information for essure. Fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Additionally, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the reported events is unknown, given their nature; causality with the suspect device cannot be excluded. This case was regarded as incident, as although not specified hospitalization and injury were mentioned by reporting physician. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up information was received on 18-mar-2015 the patient has not been hospitalized since the insertion. No date has been scheduled for the essure removal procedure. It was reported that the patient is returning for a follow up visit in 2 weeks. No further information was provided. Company causality comment: this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her control hsg (hysterosalpingogram) showed a left side perforation: microinsert had migrated from the left ostium into the abdominal cavity and the right essure was found distal in tube (regarded as device dislocation). The reported events were considered serious due to medical importance and are listed in the reference safety information for essure. Fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Additionally, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the reported events is unknown, given their nature; causality with the suspect device cannot be excluded. This case was downgraded from incident to non-incident since it was confirmed that patient has not been hospitalized since the insertion. Further information (confirmation whether essure removal procedure was performed) and product technical analysis are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs